Event description:
The customer reported that the reservoir compartment was damp inside, but the customer did not see in actual fulid in the reservoir department. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.